Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2023 with a driveline infection with drainage from their exit site. A wound culture taken was positive for coagulase-negative staphylococci. The patient was admitted and intravenous antibiotics were administered. The patient was discharged after their course of antibiotics had been completed; however, the infection later appeared to still be present and the patient was readmitted on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.